Event description:
It was reported that the brake pedal was difficult to engage/disengage and that a nurse had strained her ankle as a result.

Manufacturer narrative:
The imdrf codes have been updated to reflect the completed investigation.

Event description:
It was reported that the brake pedal was difficult to engage/disengage and that a nurse had strained her ankle as a result.